Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of three proglide devices were successfully pre-placed. The sheath was upsized to 21f and the tavr procedure was completed. Reportedly, post procedure, the first two proglide sutures could not slide down to the vessel wall; the knots locked. The third proglide was successfully advanced to the vessel wall; however, it did not achieve full hemostasis of the large hole. Proglide use was abandoned. There was a widening of the nick and spread incision, using forceps, and manual suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device with the same reported issue is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported ¿sutures could not slide down to the vessel wall, the knots locked¿ could not be replicated in a testing environment as the suture with the knot was not returned and it was based on operational circumstances. In addition, analysis of the returned device found a posterior foot break. The detached foot was not returned with the proglide device. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number. H4: device manufactured date.

Event description:
Subsequent to previously filed report, additional information was received: it was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 21f and the tavr procedure was completed. Reportedly, post procedure, the first two proglide sutures could not slide down to the vessel wall; the knots locked. A suture break was noted for a third proglide device. Proglide use was abandoned. There was a widening of the nick and spread incision, using forceps, and manual stitching was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.